Event description:
An eye care professional reported that a patient had reported that a focus dailies lens had torn in their eye. Patient was convinced that patient had removed all pieces before inserting antoher lens but after three days patient went to their doctor. Co believes that the patient was hospitalized for treatment. Patient now has scarring that is causing loss of vision.